Event description:
Litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, shifting, popping, clicking, fretting and corrosion causing metals to be released into his tissues, and elevated blood serum levels of metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 11/4/2014- pfs and medical. Records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metallosis, and synovitis. There was no mention of corrosion during the revision. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
A complaint database search found other reported incidents against the provided product and lot combinations for the s-rom m head 36mm -3 and srom stm std 36+12l 13x18. Per (B)(4) a review of the device history records for the head and liner is no longer required. A previous review of the device history records for the stem found no discrepancies. A complaint database search finds no other reported complaints against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combinations for the s-rom m head 36mm -3 and srom stm std 36+12l 13x18. Per (B)(4) a review of the device history records for the head and liner is no longer required. A previous review of the device history records for the stem found no discrepancies. A complaint database search finds no other reported complaints against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision.